Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak 2mm proximal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. During functional testing, the device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the mildly tortuous and moderately calcified posterolateral branch. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, wolverine was not able to pass through the lesion midway. Once the head was retracted and dilated, it was expanded to the first ballooning at 6 atmospheres and then ruptured. When the new wolverine came across again, it too could not pass through, but it was able to balloon a little after entering and was able to proceed gradually. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the mildly tortuous and moderately calcified posterolateral branch. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, wolverine was not able to pass through the lesion midway. Once the head was retracted and dilated, it was expanded to the first ballooning at 6 atmospheres and then ruptured. When the new wolverine came across again, it too could not pass through, but it was able to balloon a little after entering and was able to proceed gradually. The procedure was completed with another of the same device. No patient complications were reported.